Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('all fragments were removed / fragments of essure coils'), pelvic pain ('pain/pelvic pain'), basedow's disease ('graves disease') and hyperthyroidism ('hyperthyroidism') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included dermatophytosis on (B)(6) 2013, endometrial biopsy, cervical biopsy and malaise. Previously administered products included for birth control: mirena. Concurrent conditions included abnormal involuntary movements since (B)(6) 2013, venous embolism nos since (B)(6) 2012, overweight, pain in extremity, palpitations, anxiety, goiter diffuse, flank pain, abdominal pain, hepatic cyst, polymenorrhoea, vaginal odor, menses irregular with excessive bleeding, unspecified noninflammatory disorder of vagina, menopause, uterine bleeding, benign cervical tumor, thyroid disorder, thyrotoxicosis, pap smear abnormal and uterine bleeding. Concomitant products included esomeprazole since 2012, levothyroxine from 2013 to 2016, naproxen since 2012, phentermine since 2016 and vitamin d nos (vitamin d) since 2016. In october 2010, the patient had essure inserted. In 2013, the patient experienced basedow's disease (seriousness criterion medically significant), hyperthyroidism (seriousness criterion medically significant) and hypothyroidism ("hypothyroidism"). In 2018, the patient experienced ovarian cyst ("cyst on ovaries") and cervical cyst ("cyst on ovaries and cervix"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain") and umbilical hernia ("periumbilical hernia") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with radioactive iodine therapy and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, basedow's disease, hyperthyroidism, hypothyroidism, vaginal haemorrhage, menorrhagia, rash, eczema, migraine, headache, uterine leiomyoma, nausea, dysmenorrhoea, dyspareunia, ovarian cyst, cervical cyst, vaginal discharge, fatigue, weight increased, alopecia, back pain and umbilical hernia outcome was unknown. The reporter considered alopecia, back pain, basedow's disease, cervical cyst, device breakage, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, hyperthyroidism, hypothyroidism, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, umbilical hernia, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan vagina - on an unknown date: 2 small fibroids in the myometrium, each one measures 1.5 cm. Endometrium measures 5.5 mm. Simple cyst in the right ovary measures 2.2 x 2.9 cm, follow-up is recommended. Hyperthyroidism, graves' disease, cyst in the right ovary, menorrhagia, uterine fibroids, fatigue, alopecia, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received : reporter information were added. Date of removal were added. This case becomes incident. Event verbatim were updated to pain/pelvic pain. Event: hypothyroidism, hyperthyroidism, abnormal bleeding (vaginal), rashes, eczema, graves disease, migraines, headaches, fibroids, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cyst on ovaries, vaginal discharge, fatigue, weight gain, hair loss, lower back pain, periumbilical hernia, did you undergo an essure confirmation test: no were added. Event of "device breakage" extracted from mr. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.